Event description:
The facility reported a colleague infusion pump with a malfunction where the pumphead display is out. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the pump head display out was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module display. The pump head module display was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. This issue has been escalated to CAPA.